Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. In the recovery area, a pericardial effusion was observed and 450 ml of blood was drained. The patient was transferred stable and several echo's showed pericardial effusion not increasing. During the night of the same day, the patient had another cardiac arrest and 1l was drained. The patient was moved to a cardiac surgery. As per surgeon opinion, the patient experienced an annular rupture as there was bleeding into the lvot/rvot. The patient was transferred to the cardiac ICU with a skin suture opened chest (planned to be closed on the next days), but the next day had another pulseless electrical activity arrest and passed away.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known. Potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified st j. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest, as per medical opinion, the annular rupture was caused by the adverse calcium extending down into the lvot. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.